Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that angina, myocardial infarction, slow/no flow to vessel, and restenosis of treated segment leading to revascularization are potential adverse events that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
The diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of an 80% stenosed, severely calcified lesion in mid right coronary artery (rca) via right femoral on (B)(6) 2022. Six low-speed treatments were performed. The procedure was completed with balloon angioplasty and stent placement. During a follow-up visit in clinic on (B)(6) 2023, the patient was admitted for recurrent chest discomfort and elevated troponins consistent with type one non-q-wave non-st-elevation myocardial infarction (nstemi) with acute myocardial ischemia. The mid rca lesion was found to be 90% stenosed with in-stent restenosis (isr). Balloon angioplasty and two stent placements were performed to resolve the nstemi. The patient was discharged home the following day without further complications and medical intervention. In the opinion of the physician, the csi device did not cause or contribute to the myocardial infarction and isr - nstemi was secondary to isr. On 15july2024, additional information was received from the clinical event committee (cec). The cec reviewed procedural images and concluded that the diamondback 360 peripheral orbital atherectomy device possibly contributed to a myocardial infarction with chest pain. No further information is available.